Event description:
It was reported that pump display affected customer ability to interact with pump and read screen. The customer's blood glucose level displayed "high" however, the specific value was not known. Customer delivered correction bolus via pump, planned to use backup insulin pump to maintain insulin delivery, and did not require assistance from a third party, while technical support arranged shipment of replacement pump.